Event description:
It was reported that during unpacking, a hole in the balloon was noted. A (B)(4) equalizer balloon catheter was selected for use and during unpacking a hole in the balloon was noted. The procedure outcome is unknown and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking, a hole in the balloon was noted. A 33/7/2/100 equalizer balloon catheter was selected for use and during unpacking a hole in the balloon was noted. The procedure outcome is unknown and no patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: visual and microscopic analysis of the returned product revealed that a shaft kink was found near the bifurcation and a balloon tear was found near the distal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).